Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, instrument log review, labeling review, device history review, field data review, and specificity testing. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Review of field data (historical performance) of the reagent lot was evaluated using world wide data from abbott link. The initial and repeat reactive rate and the negative population median of the likely cause lot was compared to other lots in the field during a 6 month period. The initial and repeat reactive rates of the complaint lot were higher than other lots, however it is not possible to distinguish between false reactive and true reactive results. The negative population median data was analyzed and compared to an established control limit. This evaluation indicated that the patient median (negative population) result for the complaint lot was higher than other lots. The product and patient sample were not available for return. Clinical specificity testing of negative control replicates and an internal panel was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systematic issue was identified and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-28 that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed erratic syphilis results while using the architect syphilis tp reagents. The following data was provided for the same patient (s/co). Sid 519952 initial 0.54 (nonreactive), repeat 1.03, 1.08 (reactive), repeat 0.79, 0.86 (nonreactive). The customer tested additional specimens to evaluate reproducibility and provided the following data for multiple patients (s/co). Sid b33111700519942: using analyzer i1sr03834: 0.54, 0.79, 0.86 (nonreactive), 1.03, 1.08 (reactive) using another analyzer (51853): 0.93 (nonreactive), 1.16, 1.06, 1.00, 1.06 (reactive) sid b33111700523242: using analyzer i1sr03834: 0.87, 0.85 (nonreactive), 1.07, 1.05, 1.21 (reactive) using another analyzer (51853): 1.41, 1.47, 1.04, 1.22, 1.18 (reactive) sid b33111700523542: using analyzer i1sr03834: 0.65, 0.41, 0.73, 0.91 (nonreactive), 1.21 (reactive) using another analyzer (51853): 0.85, 0.80, 0.47, 0.74, 0.85 (nonreactive) sid b33111700528342: using analyzer i1sr03834: 1.51, 1.91, 1.89, 2.15, 1.58 (reactive) using another analyzer (51853): 0.85 (nonreactive), 1.58, 1.51, 1.66, 1.23 (reactive) sid b33111790023742: using analyzer i1sr03834: 0.68, 0.75, 0.93, 0.59 (nonreactive), 1.04 (reactive) using another analyzer (51853):0.84, 0.98, 0.91 (nonreactive), 1.10, 1.04 (reactive) no impact to patient management was reported.

Manufacturer narrative:
Lot number was changed to 68215li00 from unknown. An evaluation is in process